Event description:
It was reported that during a procedure at 130,000 joules and 14 minutes forward firing, and rotation of the fiber within the metal cap causing the beam to fire into the metal cap were noted. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. The reported complaint 'forward firing' was not confirmed. Light beam comes out of output window. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Light comes out of output window, so the investigation conclusion code for the reported issue is no problem found. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure at 130,000 joules and 14 minutes forward firing, and rotation of the fiber within the metal cap causing the beam to fire into the metal cap were noted. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There was no harm to the patient.